Manufacturer narrative:
Reporter discarded the involved product and did not provide lot information, however, provided photographs for review. Evaluation of one photograph revealed one used suction oral toothbrush with the foam disengaged. The photograph shows what appears to be some foam remaining on the suction oral toothbrush head. This would indicate that the foam was adhered to the top of the suction oral toothbrush correctly. Evaluation of a second photograph revealed the disengaged foam head in the back of the mouth of the patient. Due to the angle of the photograph, it is difficult to determine if the foam top underwent any kind of physical damage to cause the disengagement. Production history records could not be reviewed. A labeling review of the finished good was performed. The instructions for use state, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. The root cause could not be determined due to insufficient information. Without further information, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations. Discarded by customer- photographs provided.

Event description:
Report received of user error resulting in a suction oral toothbrush foam disengagement. On (B)(6) 2019, oral care was performed on a patient. The reporter stated the green foam disengaged from the suction oral toothbrush while in the patient's mouth. Reporter stated the disengaged foam was successfully retrieved and no injury occurred. Reporter stated the patient had a tracheostomy, suffered from mouth spasms, and had difficulty following commands. A bite block was not is use at the time of the oral care. Reporter stated it is possible the patient bit down on the foam. Reporter stated the reported issue most likely occurred during initial use of the device as this device is typically not reused in the facility. Reporter provided pictures of the involved device, however, the involved device was discarded, and lot information could not be obtained. Although requested, no additional information was available.